Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: the product was not returned for analysis; therefore, a technical analysis could not be performed to identify any defect with the device. Without a product returned, no product analysis could be conducted. A media inspection was performed to the photo provided by the customer where it can be observed the sponge detached from the cap. However, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. With all the available information boston scientific concludes that the reported event of sponge detachment was confirmed. Based on the information provided, the most probable cause of the reported problems cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during a procedure performed on (B)(6) 2025. During the procedure, the sponge of the biopsy cap detached and become lodged in the scope's biopsy channel as an accessory device was pushed through. The scope was sent for repair to remove the sponge. There were no patient complications reported as a result after this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.